Manufacturer narrative:
All quality control results were within specifications prior to and following the sample run. The sample is collected in a 3 ml plastic edta tube and stored at room temperature and analyzed in less than one hour of collection. Centrifugation there were no raw data files available from this instrument and the customer did not request service as she stated that no other patient samples exhibited a similar pattern of results. The customer was contacted on (B)(4) 2013 and indicated that all edta samples are properly mixed prior to running. The customer also stated that there were no other issues with patient samples since the reported event and there were no instrument issues. The failure for this event cannot be determined as the issue appears to be sample specific and the customer reported that the sample was properly mixed prior to analysis. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. Beckman coulter does not claim to identify every abnormality in all samples.

Event description:
A customer contacted beckman coulter (bec) reporting low neutrophil and high lymphocyte results were generated for a single sample run generated on the coulter® hmx autoloader analyzer (115v) when compared to results from the manual differential results. There were no instrument flags generated to alert the operator of any issues. The erroneously high results were reported out of the laboratory. The results provided by the customer are shown in section b6 of this report. There was no death, injury, or change to patient treatment attributed to or connected to this event.